Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion". According to the customer: "the equipment mentioned for maintenance had an infusion error that occurred on 22/06/2022, the call was opened on 27/06/2022 with the report "the equipment presented error when finished", case (B)(4). The equipment alarmed the end of the infusion, but the drug was not infused."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.